Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive. Customer¿s blood glucose level ranged from 185-186 mg/dl. A system check was performed by tandem technical support and touchscreen was responsive. Customer continued using the pump for insulin therapy.